Event description:
Boston scientific received information that this patient communicator was not functioning. The patient advocate reported that the power light on the communicator was not lit up and when he checked to verify the power cord was attached properly he noticed the power cord was hot. No one was injured or hurt by the hot power cord. Replacement product were sent and both the communicator and power cord will be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted that the communicator, power brick and phone cord were returned. Visual inspection revealed melting on the power brick; no other physical damage was observed. The power brick failed the unloaded voltage check and ringing tones were noted from it when it was plugged into the power source. The power brick got hot after twenty minutes and reached a temperature of 104 degrees celsius. The communicator passed all testing that was performed. The field observation was confirmed by lab analysis, and the issue was due to the faulty power brick.